Event description:
On (B)(6) 2009, the pt reported the adhesive on his insulin infusion headset had come loose as he was outside in the heat and was sweaty. He stated he inserted a new headset and it has remained securely affixed even while he was outside. He said he also allowed his site area to dry and "set up" after using antiseptic wipes and before inserting his headset. He discarded the headset at issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.